Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Caller reported that insulin leaked past both orings. Customer had high bgs. Troubleshooting per dop, pump passed. Patient's bg is 566 mg/dl. Nothing further reported.